Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection on the returned sample, identified three cut marks on the tubing line. During leak testing fluid was observed leaking out at the three cut marks. The reported condition was verified. The cause of the issue could not be determined; however, the cause could be user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the top of the infuser, "possibly where the tubing connects to the bottle". The issue occurred during patient infusion after connection of 34hours. The solution likely spilled onto the clothing of the patient. The device was filled with 4250mg fluorouracil in 0.9% sodium chloride having a total volume of 230ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6) should additional relevant information become available, a supplemental report will be submitted.